Event description:
It was reported that there was an alert for impedance. The impedance on the right ventricular lead had been gradually increasing. It was determined that this was normal variation and the alert threshold was set too low. The alert threshold was increased, but a few hours later the alert retriggered. It was thought that there had been an auto measurement before the threshold had been increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.